Event description:
Pt reported an alleged "leak" in the lap-band device; location unk. Pt reported that the surgeon has not yet scheduled explant surgery and the pt will have the surgeon call product support to complete this report. Pt stated that the alleged "leak" was first noted when the pt was experiencing a lack of "feeling full." Pt stated that an upper gi test was performed and the results were "normal." Follow-up findings: further follow up from the physician notes that during an appointment the surgeon did "a fill." When the pt "came back" on a later date, the surgeon found a "significant amount of fluid was missing." The location of the leak is "unk," but the surgeon is "suspecting the port." Explant surgery has not been scheduled. Product support will be notified if and when explant is performed.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."